Event description:
The reporter stated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in the patient's right eye (od) on (B)(6) 2012. The lens was explanted on (B)(6) 2012 due to low vaulting. The lens was removed through the original incision and there was no patient injury. The lens was exchanged for a longer lens. The reporter stated there were no other complications related to the low vault and the patient is doing well.

Manufacturer narrative:
Surgical procedure, secondary surgery. Lens, vaulting, low. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn. The lens was returned dry and there was reddish residue on the lens surface. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation method: medical review. Results: medical review - review of this file indicates that the icl exhibited a low or no vault in this patient however no other signs or symptoms were observed. The icl was exchanged with a longer lens which resolved the problem. It has been determined that this complication is related to inaccurate white to white measurement or secondary to a mismatch between white to white and the sulcus diameter. Surgeons are advised to observe the patient for any signs or symptoms of progressive anterior subcapsular cataract formation prior to exchanging this lens. Staar recommends that the lens be explanted once the surgeon determines that this condition may affect outcome of the patient's vision. If no other symptoms are observed, it is recommended to leave the icl implanted. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, the root cause of inadequate vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).